Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887034 and gd886127 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was due to a catheter leak. Treatment was not reported. At the time of this report, the patient was recovering. Dianeal therapies were ongoing. An opinion of causality was not provided. During follow-up with the pd nurse on (B)(4) 2011, the nurse was unable to confirm the cause of the peritonitis was a catheter leak. The pd nurse stated the hp had reported a spot on the bed sheets which was why they might have thought there was initially a leak. The nurse stated that the patient catheter was not replaced or repaired and is still being used.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 2 of 2 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4).